Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d)'s monitoring voltage was noted to be out-of-specification while the crt-d was still in the box.